Manufacturer narrative:
The initial MDR 2432235-2017-00064 was filed on january 30, 2017. Additional information (01/07/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse identified a failed luminometer. The cse fitted a new luminometer and processed dark counts, with good results. The cse returned to the site and fitted luminometer signal board to the global input output board. The cse tested the luminometer and ran quality controls, which passed. The cause of the discordant results was due to a failed luminometer. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely elevated cardiac troponin results were obtained on a patient sample on an advia centaur xp instrument. The initial result was reported out to the physician(s), however it is unclear if the physician(s) questioned the result. The customer performed repeat testing for this patient. The customer tested a new sample on alternate instruments. It is unclear if the customer repeated the original sample on any of the instruments. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cardiac troponin results.